Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported from patient: "I received a total knee replacement in 2015 but unfortunately I continued to have extreme pain in my knee/leg. I got a second opinion and I was told that my tibial component had loosened and I would need revision surgery. I had my revision surgery in (B)(6) of 2018.